Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 107 mg/dl and blood glucose was 280 mg/dl and at another point in the day, blood glucose was 424 mg/dl. Troubleshooting found that customer had sensor in for almost five days and troubleshooting advised customer to change sensor and site every two to three days. After troubleshooting, customer was advised to call back should issues persist as appeared that sensor was working as designed. The customer was advised that sensors would be replaced and to return the old sensor for analysis.